Manufacturer narrative:
Batch review performed on 19 july 2019: lot 152942: (B)(4) items manufactured and released on 10.08.2015. Expiration date: 2020-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: based on analysis of the pictures, implant, and packaging we can infer that there were extreme handling conditions that resulted in the packaging damage.

Event description:
The surgeon discovered during the surgery, the inner blister of amistem-c was broken. The surgery was completed with the backup implant.